Manufacturer narrative:
Device lot number unknown.

Event description:
It was reported that the patient presented with a loose abutment screw (iunihg). It was also reported that the doctor replaced the abutment screw from the stock. Tooth number 30.

Manufacturer narrative:
Zimmer biomet complaint # (B)(4). One certain gold-tite hexed screw was returned for inspection with a mating restoration. The collar, drive feature, and body are noted to be worn, indicating use. The threads are similarly worn. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. Complaint indicates screw loosening. The alleged event is non-verifiable with the information provided. A root cause for this complaint could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.